Event description:
It was reported that the device alarmed for high pressure and couldn't be switched off. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. The affected device was returned for evaluation. Labels were undamaged. Tamper seal was missing. The device was in good condition; no physical damage was found on the pump. Performed functional check. Visually inspected the pump. Internal inspection executed. Delivery and occlusion test executed, and test failed. Customer stated problem was confirmed as the device was alarming for high pressure. However, the root cause could not be determined. The investigation revealed that the dso sensor was not working properly and needs to be calibrated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.